Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the olympus flushing pump exhibited pump head was broken, resulting in flooding condition. The issue occurred after an unspecified diagnostic procedure. The procedure was completed using the same device. No patient harm was reported.